Event description:
Per the clinic, the patient presented to the hospital on (B)(6) 2025, with complaints of ear discharge. Subsequently, the patient developed an infection at the implant site which was treated with IV antibiotics for 15 days (specific date not reported). The device was explanted on (B)(6) 2025 under general anesthesia. Reimplantation is planned but had not taken place at the time of this report.